Event description:
Baxter sales representative reported to baxter corporate product surveillance a anti-siphon pca extension set in which the plastic luer lock connector cracks off when attempting to change out the syringe during patient therapy. According to the report, the injection port stays on the tubing. This resulted in the facility having to change out the entire set up. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the sample was not available for evaluation; therefore, the reported condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If relevant additional information becomes available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.